Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was report that customer was hospitalized on the (B)(6) 2021 and had an insulin diffuser and low blood glucose. The customer was sleeping a lot. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.